Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed self-test, unexpected error test. No unexpected low battery, weak battery or failed battery test alarms noted during testing. However, the pump was unable to perform displacement test due to completely broken reservoir tube lip. The pump had minor scratched lcd window, broken battery tube threads, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that there is a crack on both the reservoir and battery compartment. She also stated there is a little piece by the cap on the pump case missing as well. Customer also stated she's been having low battery issues as well she always has to change the batteries every week. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.